Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation device photographs for the device related to the reported event of deflation were reviewed on 29/may/2020. Visual analysis of the photographs was unable to identify any unique and/or unusual observations of the device. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.